Manufacturer narrative:
Review of the information indicated that changes needed to be made to this field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was malignant pain. It was reported that the pump was initially implanted in the patient's stomach but had to be moved to their back. The caller stated that once the pump was in their back he would sometimes bump the pump getting in and out of the car. It was noted that on an unknown date the pocket had to be drained of fluid a couple of times and the patient was treated with antibiotics. The pump had to be removed in (B)(6) 2018 due to a staph infection. A new pump was implanted in (B)(6) 2018. No further complications have been reported as a result of this event.